Event description:
It was reported that during a hip procedure, two(2) q-fix suture anchors failed. Surgeon placed one q-fix anchor into a hole that a stryke nanotac had previously been in, and it pulled out but another anchor was placed in the same bone hole. The second q-fix anchor was placed in nearby soft or compromised bone and was pulled out too. The procedure was successfully completed with a surgical delay of 5 minutes using a back-up device in an additional bone hole. All the faulty implants were retrieved. Small 3mm void left in patient. No further complications were reported. Patient is fine.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical code.

Manufacturer narrative:
Internal complaint reference: (B)(4).